Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient developed swelling and fluid buildup at the magnet site; the patient has been treated for the symptoms, however, type of treatment not reported. A CT scan performed (date not reported) revealed the internal magnet to be dislodged. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2016 with successful attempt at placing a new internal magnet, however device function was a concern, so the device was explanted and the patient was re-implanted with a new device during the same procedure. This report is filed july 22, 2016.